Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the worn o-ring is not available for evaluation. The customer reported a replacement order has been processed internally.

Event description:
The customer reported during repair work of the avea ventilator, no pressure after performing calibration for airway inner pressure. The customer found the o-ring inside the connector was worn out. The customer reported a request for a new o-ring and the order had been processed. The customer reported no patient involvement associated with the event.